Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump passed the reset error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No reset error or memory error alarms were noted. The insulin pump functioned properly. Multiple alarms were noted in the history screen due to corrupted history files. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a scratched casing.

Event description:
It was reported by the customer's mother that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose level of 318 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Customer verified device was not leaking and did not alarm. Customer stated the device would shut off by itself. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.